Event description:
It is reported that the device was implanted in 2004. The device was revised post-op in 2007, due to a granulome or lesions.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.